Event description:
It was reported that the charger for the ilet system was not charging despite the user attempting multiple household outlets and performing a pump restart. Symptoms included no clinical symptoms. Outcomes included no alerts or alarms and no impact to blood glucose. Investigation included user troubleshooting and education. Investigation of this case revealed a suspected charger malfunction consistent with a charging failure affecting the external power/charger component. It was concluded, based on previously established findings for similar reports, that the cause was an equipment malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.